Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient complained of feeling jolt in the chest. The patient reported the implantable pulse generator (ipg) lower rate was set to 70 beats per minute and it felt like it was in the "mid 80's. The ipg remains in use. No patient complications have been reported as a result of this event.